Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not available due to hospital policy. A2: age & date of birth: requested, not available due to hospital policy. A3: patient sex: requested, not available due to hospital policy. A4: weight: requested, not available due to hospital policy. A5: ethnicity: requested, not available due to hospital policy. A6: race: requested, not available due to hospital policy. D6b: explanted date: device was not explanted. E3: occupation: territory manager. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the arteriotomy locator and sheath did not connect properly. The physician held them together and performed the arteriotomy location step properly. After inserting the angio-seal device and locking the anchor, the device did not unspool properly. The physician cut the center of the device, disassembled, and deployed the device properly using a hemostat to hold the suture. The patient outcome was good and there was no blood loss. The patient was not injured during the event and medical/surgical intervention was not required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The event occurred intra-operative. Additional information was received on (B)(6) 2023: the procedural sheath used was a 6 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The type of procedure being performed was a peripheral intervention. There were no concomitant devices used with the angio-seal device involved.